Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the o2 transport kit was broken. There was no patient involvement.